Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site twice. During the first visit the isi fse and replaced video processor (vp) but the issue persisted. The isi fse went on site the second time and replaced endoscopic controller (ec). The isi fse also replaced personality module surgeon console (pmsc) and high-resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi received da vinci products vp, ec, and hrsv involved with this complaint to perform failure analysis. Isi has received the pmsc to perform failure analysis. However, the failure analysis investigation has not yet completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The vp was analyzed and found to have no failures. The technician used test equipment to evaluate the vp. The unit was installed into the test system and running video test, 10 minutes sine cycle, 10 power cycles and sitting idle for 1 hour. The system came up with no errors and good video. The issue could not be replicated. In addition, technician ran 40 power cycles and idle/test with other units for 32 hours. No failures reported. The ec was analyzed, and no failures were found. The unit was installed into the test system and running video test, 10 power cycles and sitting idle for 1 hour. The system came up with no errors and good video on both eyes with no issue. The ec was worked as normal. The issue was not replicated. The technician performed light engine sensor check and is over >5%. The hrsv was analyzed, and the reported failure was replicated. The unit was installed to a test system. There was no image in the left eye when the ssc was powered on.

Event description:
It was reported that during da vinci-assisted malignant hysterectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report they were still experiencing intermittent loss of left eye video. The system logs showed no related errors. The customer was unable to check left/right eye video at the vision side cart (vsc) but stated that they checked that last time, and the left eye was out at the tower as well. The isi tse recommended power cycling the system, reseating the blue fiber cable from the vsc to surgeon side console (ssc) at both ends, and replacing the endoscope if the issue returns. The customer was continuing with the procedure and would perform the troubleshooting steps when able. The procedure was completed with no reported injury.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) fse went on site and replaced the high-resolution stereo viewer (hrsv) and personality module surgeon console (pmsc). The hrsv was analyzed and found to have error 119 in the logs. During in-house testing the unit was installed to pca xi system. No image in the left eye when powering on the surgeon side console (ssc) was noted. The complaint was confirmed based on the field evaluation and failure analysis. The pmsc was analyzed and found to have no failures. Failure analysis was unable to replicate the reported problem by installing this module into system and running 10 minutes sine cycle, 20 power cycle and sitting idle for 15 hours. There were no errors and there was good video on both eye with no anomalies.